Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed there were no power on resets recorded in the black box to support time and date resets. The pump was exercised for 24 hours battery and the battery was removed for 23 hours and the time and date did not reset to default settings. The pump was opened to investigate the bt1 and it was not leaking. A crack was found along the battery compartment extending from the fingerpad to the case seal. (B)(6).